Manufacturer narrative:
(B)(4). Estimated date (reported as since (B)(6) 2013). In 85% of events the safety release was needed to remove the device. Where the safety release was not used, the devices were removed with open vessel locator wings. Resistance was met during removal and force was needed to remove the device. In all cases manual compression was used to achieve hemostasis and there was no adverse patient sequela. Femoral angiogram had not been performed. The physician estimated the calcification level from resistance felt during the femoral puncture. The physician is reported to be trained in the use of the starclose se device. There was a reported clinically significant delay in the procedure of 15-20 minutes. No additional information was provided. Improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. Against resistance - per instructions for use, under precautions: do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. The devices were reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that common femoral arteriotomy closures were attempted using a starclose se with a 6fr sheath, after percutaneous coronary intervention procedures. Reportedly, when the plunger was pushed an audible click occurred, the number 2 appeared in the window and the locator wings were deployed. When advancing the thumb advancer, there was notable resistance and advancement was stopped. The physician reported that this thumb advancer issue occurred in a total of 40 to 50 faulty starclose devices. The number of patients and devices used per patient was not provided. Device failures included: the clip delivery tube became blocked after 2.54 cm; at the distal end of the clip delivery tube the "wings" of the tube became pushed inwards; at the distal end of the clip delivery tube the "wings" of the clip delivery tube became spread outwards and the sheath split and cut through the "wing." At the distal end of the clip delivery tube the "wings" of the clip delivery tube became spread outwards and the sheath split and cut through the "wing" but also the hub of sheath is destroyed.